Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was unknown customer was assisted with troubleshoot. Customer tried all the remedies. Customer also states that they do not want to troubleshoot. Customer states that they experienced high blood glucose. Customer state that insulin did not exist. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to buttons not responding.